Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a denovo lesion in the left anterior descending artery with moderate calcification and mild tortuosity. A 2.5 x 28 mm xience xpedition stent was deployed to treat the target lesion; however, a distal edge dissection was observed. A 2.5 x15 mm xience xpedition stent was deployed to successfully treat the dissection, ending the procedure. There was no clinically significant delay in the procedure. No additional information was provided.